Event description:
It was reported that the surgeon attempted to insert a cq2015 three piece collamer lens and a haptic was torn off while advancing in the injector. There was no pt contact.

Manufacturer narrative:
Eval: results - visual inspection of the returned product showed that there was a small tear in the optic and a haptic was bent. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.